Manufacturer narrative:
The event of deflation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Clarification to h.6: explant has not been confirmed.

Event description:
Healthcare professional reported ""leaking expander" of a tissue expander, status of the device is unknown.